Event description:
Event description guidant/crm received information that the impedance readings had increased more than 2000ohms. The insulation was damaged behind the is-1 connector. The lead was capped. A new rate sensing lead was added to the system without issue.